Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He checked and confirmed the electrical test code. Found that the motor control board, mainboard and compressor are faulty. Error logs confirmed the issue with #50 and #51 error codes. The customer has decided not to repair, they wanted to condemn the unit for quite a while. Since the customer declined to have the device evaluated, the complaint will be closed and in the event new information and/or device was to become available, this record will be reopened and updated/investigated.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit failed electrical testing. There was no patient involvement.